Manufacturer narrative:
Correction: (B)(4).

Event description:
New information states that the right ventricular lead exhibited oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular leads exhibited noise. The right ventricular lead was explanted and replaced. No further intervention was performed. The patient was in a stable condition.